Manufacturer narrative:
The insulin pump passed displacement test and self test. The insulin pump had a pump error confirmed in pump history with variable due broken trace at pin 1 and pin 6 on u1 keypad assembly.

Event description:
The customer was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was 300 mg/dl. The customer was able to clear the alarm and they were able to complete rewind the insulin pump. The customer reported that they had performed the self test and pump error was occurred during the test. The troubleshooting was performed for pump error and declined for high blood glucose. The customer was advised the insulin pump should be replaced and advised to revert to back up plan. The insulin pump will be returned for analysis.